Manufacturer narrative:
Concomitant medical products: 6719, lead, implanted: (B)(6) 2019. 310c33, tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed to pace the patient following a premature ventricular contractions (pvc). The ICD remains in use. No patient complications have been reported as a result of this event.